Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. Physio advised the customer to remove the ac power cord form the device and attempt powering on the device. The device powered on as expected with battery power only. The device nor the ac power cord were returned to physio-control for an evaluation. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it would not power on. As a result, defibrillation may be delayed or prevented if it had been necessary. There was no patient involved in the reported event.